Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet pump¿s screen bezel was separating while the device continued to function, and a replacement unit was arranged along with a request for a protective case; the medical device problem and device component could not be further characterized due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to define a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.